Event description:
Aesculap drill sn procedure: lefort 3-piece segmental osteotomy, bilateral sagittal split osteotomy (bsso), genioplasty. Complications: patient received a lower lip burn from the drill. Manufacturer response for drill, elan drill aesculap drill (per site reporter). Awaiting a response.